Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50e; serial: (B)(4); description: infinion 16 trial lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that following the placement of the temporary leads for a trial procedure during the post-op visit to program, the patients external temporary stimulator, the patient was experienced extreme leg pain. The physician pulled the temporary leads and sent the patient to the emergency department. It was reported by the emergency department physician the patient experienced paralysis over the weekend. It was suspected that the patient had arachnoiditis, and the physician indicated that it may be related to the needle or the lead but it cannot be confirmed. The patient has some paralysis in the right leg, and was referred to an outpatient rehabilitation facility and continues to improve.